Event description:
It was reported that during a data review, over-sensed electromagnetic interference (emi) artifacts were noted from this implantable device. Boston scientific technical services was contacted and it was confirmed that the noise was consistent with power-line interference. It was recommended to assess the patient's work-place or daily activities to determine a potential source of the emi. At this time, the device remains implanted and in-service. No adverse patient effects were reported.